Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in clinic for a follow-up. Upon interrogation, it was noted that the implantable cardioverter defibrillator exhibited myopotential oversensing. Programming changes were discussed. No intervention was reported. There were no patient consequences.